Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to unspesific device issue. The patient was reimplanted with a new deivcce.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the clinic, the device was explanted due to loss of function. This report is filed august 8, 2014.

Manufacturer narrative:
(B)(4)